Event description:
Report received in which pump was reported to overinfuse during clinical use. The pump was set up with a large bag of unk medication and a small bag of unk pain medication piggybacked into the line but the pump channel in use at the time is not known. The pump was programmed to infuse at a rate of 8ml/hr for a total volume of 80ml. A little over 1 hour into the infusion, the pump read only 14 ml had infused but the bag was empty. The programming was checked and found to be correct. Despite baxter's efforts to obtain additional information regarding the date the report occurred, the medication involved, specific pt details, tubing product code and lot number being used, medical intervention and pt injury, no further info was available. Alternate contact info was requested but no alternate contact was identified.